Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: the date of event is estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that the physician had a bad experience with a perclose device during an impella interventional procedure. As it was reported via a general comment, the method used to achieve hemostasis was not reported. No additional information was provided.